Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 17 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed deformations of the inner coil which most likely occurred due to tensile forces applied during the surgery. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported loss of capture. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to loss of capture. There were no adverse patient events reported. Should additional information be received, this file will be updated.